Event description:
The device was being used for routine pt monitoring during transport to the hosp. Reportedly, when the operator pressed the 12-lead button the device el display screen shut off. The device successfully printed the 12-lead ECG report and pt monitoring was continued using the recorder until arrival at the hosp. The reporter stated there was no adverse impact to the pt resulting from the event.